Event description:
It was reported that the patient presented for initial implant procedure. Upon positioning the novel left ventricular lead, it was found that the lead exhibited high, out of range pacing impedance. The procedure was completed using an alternate lead on (B)(6) 2022. There were no patient consequences.

Event description:
It was reported that the patient presented for initial implant procedure. Upon positioning the novel left ventricular lead, it was found that the lead exhibited high, out of range pacing impedance and high capture threshold. The procedure was completed using an alternate lead on (B)(6) 2022. There were no patient consequences.